Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the left bundle branch (lbb) lead has dislodged which resulted in a change of paced morphology and high capture threshold. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. After cleaning the distal end, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.